Manufacturer narrative:
The pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and unexpected restart test. The pump passed with all operating currents within spec range and passed off no power test. The pump was received with stripped battery cap coin slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked at the upper left hand corner. The customer's blood glucose level was 463mg/dl. The customer treated with bolus. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.